Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation confirms that the anchor is broken. It is observed that the broken part is from the side of the anchor, an oblique crack. There is no other damage to the anchor. The broken anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Bone quality was not reported in the complaint. These types of breakage happen if the anchor was twisted during insertion or if it was off axis. The lot review indicates there were no issues with material or assembly. Although the complaint can be confirmed, a root cause for the user to have experienced this issue cannot be determined. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the batch review 3662372 showed that the devices were conformed to in process and finished goods specifications when released to stock the 9 jan. 2013. Expiration date: 2015-12 (according to retained labels). No nc was opened. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The anchor broken after screwing, two pieces of found and returned for expertise. No consequences to the patient - another like device was used.